Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. After the device has been completely withdrawn, the physician noted that some stent struts were not properly positioned on the stent delivery system (sds). The procedure was completed with another same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-02857. It was further reported that two target lesions were treated. The 2.25 x 12mm synergy¿ stent was introduced to treat a calcified distal left anterior descending (lad) artery and 4.00 x 20mm synergy¿ stent was introduced to treat a calcified proximal lad. Raised struts were noted on both stents.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved distally on the balloon. It was noted that stent struts from the two most proximal stent rows were raised distally from the balloon and damaged. In addition, stent struts from the four most distal stent rows were stretched and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent had moved distally on the balloon; however, crimp markings were evident on the visible area of balloon wall indicating overall crimp contact between the coated stent and balloon. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-02857. It was further reported that two target lesions were treated. The 2.25 x 12mm synergy¿ stent was introduced to treat a calcified distal left anterior descending (lad) artery and 4.00 x 20mm synergy¿ stent was introduced to treat a calcified proximal lad. Raised struts were noted on both stents.